Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was received on 18-feb-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5033942, received at FDA on 23-dec-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced pms (premenstrual syndrome) and periods have gotten increasingly worse, pms week has become so painful she is bedridden, pmdd (premenstrual dysphoric disorder), painful cramps and back aches during periods, issues with painful clots, extremely heavy flow, going through super-plus tampons in one hour, allergic to nickel, and devices implanted with two (coils) showing on one side, and no one the other, both too high and insertion was five weeks postpartum. FDA report type was injury, reported outcome of events was 'disability or permanent damage' no information was given on consumer's past drugs, concomitant medication. Patient's history/concurrent conditions included a tilted uterus, two pregnancies, being postpartum. On (B)(6) 2011, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported her doctor sent her to the same day surgery center at the hospital and she was put completely under (not specified) for the insertion. Her insertion was five weeks postpartum. Her devices were implanted with two (coils) showing on one side, and no on the other, both too high. Since the procedure, pms (premenstrual syndrome) and her periods have gotten increasingly worse. She is at the point where she experiences painful cramps and back aches several times weekly all throughout her cycle. Pms week has become so painful she is bedridden, and she consistently experiences issues with painful clots, and extremely heavy flow (going through super-plus tampons in an hour). She has been diagnosed with pmdd (premenstrual dysphoric disorder), which she believes is a direct result of the essure. She is allergic to nickel to the point where she cannot wear jewelry containing it, and self-performed nickel tests have left her skin itchy and bruised for days. She was informed that the nickel contraindication had been removed, so she was safe, obviously this was not the case. Her doctor knew her uterus to be tilted, having mentioned the problems detecting her babies heartbeats during pregnancy both times, yet never mentioned that essure is not recommended for women with a tilted uterus. Follow-up received on 03-mar-2014: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the events reported are not necessarily indicative of a quality defect. This case also refers to a device deployment issue (two coils in one fallopiain tube, no coil in other fallopian tube). No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Awareness date 29-aug-2015 (upgraded to incident): this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0955). The chances of successful essure placement are too great, and her doctor was listed on essure's site as an approved trained doctor. Yet, she was listed in her medical file as being stage 1 (too far in to be relied upon for contraception) and was never informed of this. It was not a worry at the time of report, as she had a hysterectomy at the age of (B)(6) due to extreme pain, bleeding and clotting. In the year since, she has turned from being bedridden a week out of every month to living an active, healthy lifestyle updated ptc result was received on 14-sep-2015: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had extreme pain, bleeding and clotting and pms gotten increasingly worse (interpreted as premenstrual syndrome)to the point she was bedridden one week a month . She had a hysterectomy at (B)(6). A year since she became active again. The extreme pain and bleeding are serious due to required intervention and the pms is serious due to a temporary disability (not permanent). In this particular case, the events occurred while essure was inserted. In addition, the consumer stated that the physician considered the inserts were too far in. Given this information, the nature of these events and the lack of alternative explanation, these events are assessed as related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 03-may-2016: legal claim was received. The plaintiff was implanted in (B)(6)-2011. As a result of essure, plaintiff suffered from severe pelvic pain, numbness and tingling of extremities, and extreme menstrual changes. On or about (B)(6)-2014, plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had severe pelvic pain, extreme pain, bleeding and clotting and pms gotten increasingly worse (interpreted as premenstrual syndrome) to the point she was bedridden one week a month. She had a hysterectomy at (B)(6) years old. A year since she became active again. The severe pelvic pain, extreme pain and bleeding are serious due to medical importance and the pms is serious due to a temporary disability (not permanent). In this particular case, the events occurred while essure was inserted. In addition, the consumer stated that the physician considered the inserts were too far in. Given this information, the nature of these events and the lack of alternative explanation, these events are assessed as related to essure. This case is regarded as incident since a device removal was required (implied). Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.